Manufacturer narrative:
The mcs tip cover accessory with the alleged burn-like hole was discarded by the site and will not be returned to isi for evaluation. The site provided a photograph of the subject mcs tip cover accessory involved with this complaint. Based on photograph, isi failure analysis identified a small hole on the mcs tip cover accessory. However, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgical staff used 2 mcs instruments (lot n11160419-922 and n11160419-923) during the surgical procedure. However, it is unknown which mcs instrument was involved with the reported issue. The mcs instrument with lot n11160419-923 has been used in subsequent da vinci surgical procedures with no reported issues. The mcs instrument with lot n11160419-922 has not been used in any subsequent surgical procedures. This complaint is being reported due to the following conclusion: the surgical staff indicated that a burn-like hole was observed on the mcs tip cover accessory which can be indicative of a possible arcing event. However, there is no indication that the reported issue caused or contributed to a serious patient injury. The customer reported complaint does not itself constitute a MDR reportable event; however, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgical staff noticed that something started burning and a burn-like hole was identified on the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. However, the surgical staff did not report actually seeing electrical energy arc through the mcs tip cover accessory. At the time the event occurred, a vein was reportedly injured. The surgeon also expressed concern that she had possibly cauterized something that she was not aware of. The surgical staff replaced the mcs instrument and mcs tip cover accessory. The da vinci-assisted hysterectomy was then completed. According to the initial reporter, the surgeon was using a force triad esu (electrosurgical unit) with 40 settings during the surgical procedure. On 07/26/2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: during the surgical procedure, a urologist was called into the or in order to inspect the patient. The urologist verified that a vein was burned. However, the urologist determined that no medical treatment or repair was required for the vessel injury. To her knowledge, the initial reporter indicated that no post-operative complications have been reported. According to the initial reporter, the site discarded the mcs tip cover accessory.